Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a severe hypoglycemic episode, lost consciousness, and was transported to the emergency room (ER). He recalled feeling hungry between 3:30 pm and 5:30 pm and stated that the egv was 53 mg/dl during that period. He does not recall hearing any alerts, likely due to the noisy environment. He remembers attempting to get food but then only recalls waking up in the ER. His initial ER glucose reading was 68 mg/dl, while his tandem t: slim x2 pump displayed egv 117 mg/dl. The patient reported limited memory of the event. He received IV glucose and was given food upon regaining consciousness in the ER. Length of stay was not described. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.